Event description:
Pt also alleges that her implants are leaking and she feels like she has glass all over her body. Pt also alleges she has anemia, short-term memory loss, connective tissue disorder, severe chronic obstructive pulmonary disease and she has been disabled since the age of 36.

Manufacturer narrative:
Explanation of missing info: 5/5/97 - request for 3500 was sent to pt. 5/20/97 - request for 3500 was again sent to pt as a second attempt to obtain further info. 10/7/97 - received medwatch 3500 voluntary form for the pt.